Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low conductivity. During repair, the bmt found that the bicarbonate pump ribbon cable and distribution board cover were scorched due to the bicarbonate pump overheating. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It is unknown if the machine has been returned to service. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low conductivity. During repair, the bmt found that the bicarbonate pump ribbon cable and distribution board cover were scorched due to the bicarbonate pump overheating. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A fresenius field service technician (fst) was called onsite and replaced the bicarbonate pump to resolve the issue. Machine functional tests were completed and passed onsite after repair. Upon follow up, the ffst said that there was no report of a burning smell. Additionally, there were no signs of smoke, sparks, or flames. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low conductivity. During repair, the bmt found that the bicarbonate pump ribbon cable and distribution board cover were scorched due to the bicarbonate pump overheating. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A fresenius field service technician (fst) was called onsite and replaced the bicarbonate pump to resolve the issue. Machine functional tests were completed and passed onsite after repair. Upon follow up, the ffst said that there was no report of a burning smell. Additionally, there were no signs of smoke, sparks, or flames. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.